Event description:
Patient was brought to the surgical suite for the intended procedure. Force bipolar was used for the procedure. While in use, the team noted that the tip of the device would not straighten. Device was changed for another one and the procedure was done without any further incident. No patient harm. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Surgical coordinator processed device and handed it to materials management for return.